Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate high voltage therapy due to supra ventricular tachycardia (svt). It was additionally noted that the right ventricular (rv) lead gave an impedance warning. The device and lead remain in use. No further patient complications have been reported as a result of this event.